Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. However, the device alarmed motor error during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. The device had cracked case at display window corners, cracked reservoir tube lip, cracked lcd display window, battery tube threads, minor scratches on display window, and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump alarmed motor error. Customer stated they did not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.